Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/15/2008 to the present date 11/25/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the pca8120 failed flange detector switch test. There was no patient involvement reported.